Manufacturer narrative:
The investigation reviewed the provided calibration and qc results and the results were within the acceptable ranges. A general reagent issue could be excluded. The investigation reviewed the provided system alarm trace and no abnormalities were found. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii results for one patient tested on two cobas 6000 e 601 modules. The patient's initial estradiol result was not reported outside the laboratory. The customer performed repeat testing with the sample on the same e 601 module, a cobas pro analyzer at a different laboratory, and a different e 601 module. On (B)(6) 2022 and at 17:33, the patient's initial estradiol result on an e 601 module with serial number (B)(4) was 11.01 pg/ml. On (B)(6) 2022 and "around 18:00," the patient's first repeat estradiol result on an e 601 module with serial number (B)(4) was 9.58 pg/ml. The customer questioned this result due to the result being out of the expected range for a healthy male. On (B)(6) 2022 and at an unknown time, the patient's second repeat estradiol result on a cobas pro analyzer was 24.2 pg/ml. On (B)(6) 2022, the patient's third repeat estradiol result on a different e 601 module with an unknown serial number was 34.42 pg/ml. On (B)(6) 2022, the patient's fourth repeat estradiol result on the e 601 module with serial number (B)(4) and a new estradiol reagent pack was 14 pg/ml. The customer determined the estradiol result from the cobas pro analyzer was correct due to the result matching the clinical picture. The customer reported the estradiol result of 24.2 pg/ml outside the laboratory. The estradiol reagent lot number used on e 601 module with a serial number (B)(4) was 566726 and the expiration date was 30-aug-2022. The estradiol reagent lot numbers and expiration dates used on the cobas pro analyzer and the unknown e 601 module were requested but not provided.